Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump did not work correctly. Customer was vomiting, headaches, hard to stand and incoherent. The paramedics were called by husband. The blood glucose reading was 354 mg/dl. Customer was hospitalized for three days. Hospital treated with IV drips. Nothing further reported.